Manufacturer narrative:
The device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 693558 lead, implanted: (B)(6) 2016; 511211 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) reached early elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.